Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres. The procedure was completed with another of the same device. No complications were reported and there was no patient injury.